Manufacturer narrative:
(B)(4). The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported low impedances on this lead. A lead safety switch occurred. There was oversensing in unipolar and loss of capture in bipolar mode. The device was reprogrammed. The patient is scheduled for a lead replacement.